Event description:
It was reported that the device was used during a laparoscopic cholecystectomy and the clips were malformed. There was no pt consequence. The case was completed with another device.